Event description:
It was reported that the right ventricular (rv) lead had increasing to high thresholds and the patient complained of muscle stimulation while pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.